Event description:
It was reported occlusion alarms occurred and that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up and troubleshoot; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.